Event description:
The manufacturer's representative reported that the patient experienced an overdose. The pump has been implanted for approximately 4 years. The patient receives hydromorphone 8 mg/day via the pump as well as "other analgesics" including liquid morphine. During refill of the pump, the concentration of the drug was inadvertently changed from 10 mg/ml to 1 mg/ml. It was notes that the next refill date on the programmer was within 24 hours, not 3 weeks, as would have been expected. The refill nurse was unaware of the concentration change and planned to re-interrogate the pump the following day. Shortly after refill, the patient was described as feeling "unwell and vomiting" and presented to the emergency room, although that has not been confirmed. No other patient symptoms were reported. It was also reported that "residual volumes have been varying and x-ray has confirmed that there are no catheter issues. Final patient outcome was not reported.